Manufacturer narrative:
Follow-up #1: date of submission 04/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2017 with the following findings: during investigation, there were frequent low battery warnings observed. The pump¿s electrical current draws were high. There was corrosion found in the battery compartment. The battery compartment was found to be cracked. The pump had a leak at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. The short battery life was due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; moisture in battery compartment. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.